Manufacturer narrative:
A local engineer checked the system and it was not passing 10% on c mode. It was determined the ultrasound board was defective. The device has been requested for further evaluation and repair, but not received. It is likely that patient may need additional therapy. A review of the lot manufacturing records is in progress.

Event description:
It was reported to the distributor that a doctor has been using the machine successfully for several years. They were performing a procedure with local anesthesia on the lower abdomen of the patient. During the treatment the system stopped working, the ultrasound noise stopped, there was an alarm sound and the tissue was resistant to probing during the operation. This resulted in uneven liposuction, increased pain, bleeding and the skin did not tighten. The procedure had to be completed using direct suction by the ventx system. The consumer is currently experiencing swelling of the abdomen, and there is the potential for scarring. The consumer was treated with pain killers. Pictures were requested, however the patient refused to comply.

Manufacturer narrative:
No additional event information was received. A review of the manufacturing records showed all requirements were met. Efficacy and results of the vaserlipo system are reported in the vaser amplifier user¿s guide. The user guide cautions the operator that results of this procedure will vary depending upon patient age, surgical site, and experience of the physician. Vaserlipo system risk assessment, states damage to the handpiece or loss of system functionality could result in delayed procedure. The probable cause is the procedure, the undesirable outcome was due to direct suction after the failure of the vaser amplifier.

Manufacturer narrative:
A local engineer performed an evaluation and repair on the unit. It was determined the handpiece was short circuited and the ultrasound board didn''t work. They replaced the ultrasound board and vaser handpiece. After the replacement the system passed all testing. Additional event information has been requested from the doctor. A review of the lot manufacturing records is in progress.